Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set did not stick to skin upon insertion event on (B)(6) 2026. The issue occured with three infusion sets. The blood glucose level was high at the time of the event and got treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3.